Event description:
It was reported that the graftmaster was to be used to treat a coronary perforation. The physician positioned a 6 french size guiding catheter, and as the graftmaster was starting to be advanced into the guiding catheter, resistance was noted during advancement. The cath lab staff notified the physician that, per the device labeling, a 7 french guiding catheter should be used instead. He withdrew the graftmaster, with no resistance during removal, then removed the 6 french guiding catheter and exchanged it for a 7 french. The graftmaster was advanced through the 7 french guiding catheter, without issue, and was implanted to successfully seal the perforation. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps instructions. The graftmaster stent delivery system (sds) was not returned for analysis which may have aided in the investigation. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage. It was reported a 6fr guiding catheter was used, which likely contributed to the reported resistance. It should be noted the jostent graftmaster instructions for use (IFU) states a 7fr guiding catheter is recommend for use with the graftmaster sds. The 6fr guiding catheter was exchanged for a 7fr and the graftmaster was used without issue. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.